Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to faulty force sensor system. The pump was unable to confirm prime/fill anomaly due to motor error alarm. Pump passed displacement test, self-test and unexpected error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was received with address/serial number label missing, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was unable to prime. The customer mentioned that the serial number is missing. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.